Event description:
It was reported that during an unspecified treatment procedure, resistance was felt when advancing the balloon over the choice ptca guidewire. The lesions being treated were in the left anterior descending coronary artery and in the diagonal branch of the left anterior descending coronary artery. Resistance was also felt when retracting the balloon. The choice ptca guidewire was removed and replaced with another guidewire to successfully complete the procedure. Same case as manufacturer's report number 6000130-2004-00204.